Event description:
It was reported to philips that the the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips service engineer reached out to customer regarding system failed to expose. No service has been performed by philips, as the customer did not request it. To date, there have been no further reports of this issue.